Event description:
Upon interrogation the device reported to be in hardware vvi reset mode. The patient recently had an abdominal CT scan same place where the device was implanted. The device image revealed that the por occurred during shock delivery. The patient was placed on dnr status. The physicians decided to not move forward with any invasive action at this time. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.